Event description:
During routine patient assessment by respiratory therapist - shiley percutaneous 8.0 tube was noted to be protruding somewhat. Upon closer examination, it was noted that the tracheostomy tube had become disarticulated at the flange hinge and was essentially free floating, being held in by the cuff. The surgical team was immediately notified. After several unsuccessful attempts to place the hinge back together, the tracheostomy tube was sutured x 2 to the flange. The tube demonstrated to be secure. The trach tube was changed out on +pod #5. There was no harm to the patient. Dates of use: (B)(6) 2009.